Manufacturer narrative:
(B)(4). This complaint is for a report of a opened overpouch. This complaint cannot be confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot with no issues noted. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample was discarded; therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted product surveillance (ps) regarding three homechoice cassettes in the box with the packaging open. Product surveillance contacted the patient who stated they did not notice any defects with the cassettes. The patient explained they discarded the cassettes and did not have a companion sample available. No injury or medical intervention was reported.